Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice sets. Spouse of hp was able to reprime line and complete treatment with assistance from baxter technician, with each occurrence. No pt injury or medical intervention required per spouse of hp.